Manufacturer narrative:
A tear on the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion inside the device and inability to recover device data.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. No treatment was provided.